Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that a beeping sound was heard coming from the uninterruptible power supply (ups) and the system wasn't powering up. No patient was present during the time of the reported incident. A part replacement for the mobile view station (mvs) power control board (pcb) was issued. The replaced mvs pcb was sent to the manufacturer for part analysis. The part analysis was unable to verify the reported part failure. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that a beeping sound was heard coming from the uninterruptible power supply (ups) and the system wasn't powering up. No patient was present during the time of the reported incident. A part replacement for the mobile view station (mvs) power control board (pcb) was issued.